Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold and high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were confirmed. As received, only the distal portion of the lead was returned for analysis. Visual examination of the lead revealed heavy calcification covering the helix and ring electrode which is assumed to be the cause of the steady rise in pacing impedance and capture threshold. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts on any conduction paths.